Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d1- brand name: unknown, as the serial number was not provided. Only provided as sensar lens. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an issue was identified with an intraocular lens (iol) after scleral fixation. The iol was found to be tilted, with one haptic cut from the optic inside the eye while the other haptic remained fixed. The device was not used according to the directions for use (dfu), as it was intended for implantation in the sulcus or capsular bag but was instead used in scleral fixation. The customer did not provide further details regarding the patient's status or any medical attention sought. Through follow-up, we learned that the 3-piece iol is designed to be implanted in the capsular bag or in the sulcus, while this iol was used with the scleral fixation technique, which applies more traction pressure at the haptic-optic junction. The lens was observed to be detached three days after surgery. No issues were observed during the procedure. No further information was provided.